Event description:
It was reported that during a sleeve gastrectomy procedure, on the second firing using the device a loud crackling sound was hear like the battery was powering down. The knife blade did deploy and the device completed the firing. They were able to open the device without difficulty. Upon investigation, the specimen side was fine, however on the patient side no staples had formed. The area was over sewed. The cartridge pan was damaged as if the knife blade had went through it. There was no impact to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Atrium of the stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd. During which stroke did the event occur? After completion of firing sequence. What color cartridge was being used? Gold. What other color cartridges were used before and after this event? Gold. Was buttressing material utilized? If so, which product? Peri strips. Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? If so, when? Yes, during firing sequence. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? The motor slowed and sounded as if it was going through thick tissue.

Manufacturer narrative:
(B)(4). Damaged cartridge. The cartridge reload was returned fully fired and damaged at the knife slot area. Furthermore, the one piece sled was noted to be damaged; the pan was detached and damaged. The batch record was reviewed and no anomalies were noted during the manufacturing process.